Event description:
Further information was received indicating on (B)(6) 2018 the device was explanted and replaced. No further information was available. The patient was stable.

Manufacturer narrative:
The noise observed in the field was confirmed via reviewing of the device image. Electrical and functional testing were performed and pacing and high voltage (hv) output were within normal range. High voltage lead impedance measurement was found to be intermittent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with (B)(4) specifications and procedures. The noise could not be reproduced and the cause of the noise was undetermined.

Event description:
During follow-up, two episodes of noise on the atrial and ventricular channels were observed during capacitor maintenance. The device therapy was not affected. The noise was reproduced during another follow-up; however, no further intervention was performed and the patient was monitored remotely. Then, on (B)(6)2018 the device was explanted and replaced. No further information was available. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, two episodes of noise on the atrial and ventricular channels were observed. Abbott technical support reviewed the session records which indicated the device oversensed the capacitor charge on all channels. The device therapy was not affected. The noise was reproduced during another follow-up; however, no further intervention was performed. The patient will be remotely monitored. The patient was stable.